Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose level was 500 mg/dl. The elevated bg was addressed by a correction injection via manual insulin therapy. No third-party assistance was needed. Reportedly, the customer failed to properly cycle the cartridge, and was using cold insulin. Tandem clinical support educated the customer to properly cycle the cartridge before use, and that insulin should be at room temperature before filling a cartridge. Customer changed the infusion set and cartridge, and resumed insulin delivery.